Event description:
An optometrist reported a patient that presented with a change in astigmatism in the right eye and a questionable change on the topography, suggestive of forme fruste keratoconus, approximately 5 1/2 years following lasik treatment. The patient was referred for a "cross-linking" evaluation. In a follow up with the optometrist, he indicated the patient had been experiencing a change in his vision in his left eye. The optometrist does not plan to see the patient again until the corneal surgeon releases him.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).